Event description:
The duett sealing device was deployed following an interventional procedure (via a 6f sheath in the left common femoral artery). The deployment appeared to be unremarkable. About 10 min post-deployment, the patient complained of pain and there was a change in leg color. The pt was taken to surgery within 2 hrs of the event for a surgical thrombectomy. Following the surgical intervention the patient was reported to be ok with no further complications.